Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy and menometrorrhagia. Concomitant products included ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), endometriosis ("endometriosis,"), alopecia ("hair loss,"), migraine ("migraines,") and fatigue ("fatigue/tiredness"). The patient was treated with surgery (hydrothermal ablation uterine, dilation and curettage). At the time of the report, the genital haemorrhage, polyp, pelvic pain, urinary tract disorder, allergy to metals, endometriosis, alopecia, migraine and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, endometriosis, fatigue, genital haemorrhage, migraine, pelvic pain, polyp and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/unusual bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: drug allergy and menometrorrhagia. Concomitant products included: ketorolac tromethamine (toradol) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), endometriosis ("endometriosis"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue/tiredness"), menstrual disorder ("unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (hydrothermal ablation uterine, dilation and curettage and to remove implant device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, polyp, urinary tract disorder, allergy to metals, endometriosis, alopecia, migraine, fatigue, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, endometriosis, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, polyp and urinary tract disorder to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: new events: unusual period and cramping were added, removal date was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure implant from myometrium. Area of the myometrium was opened and carried down to he levels of the left essure device'), pelvic pain ('pain') and genital haemorrhage ('bleeding / unusual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain and bloating. Concurrent conditions included drug allergy and menometrorrhagia. Concomitant products included ketorolac tromethamine (toradol) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), endometriosis ("endometriosis,"), alopecia ("hair loss,"), migraine ("migraines,"), fatigue ("fatigue/tiredness"), menstrual disorder ("unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (hydrothermal ablation uterine, dilation and curettage, laparoscopic partial bilateral salpingectomy and to remove implant device). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, polyp, urinary tract disorder, allergy to metals, endometriosis, alopecia, migraine, fatigue, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, endometriosis, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, polyp, urinary tract disorder and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: medical record received event " left essure implant from myometrium. Area of the myometrium was opened and carried down to he levels of the left essure device" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure implant from myometrium. Area of the myometrium was opened and carried down to he levels of the left essure device'), pelvic pain ('pain') and genital haemorrhage ('bleeding / unusual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain and bloating. Concurrent conditions included drug allergy and menometrorrhagia. Concomitant products included ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), endometriosis ("endometriosis,"), alopecia ("hair loss,"), migraine ("migraines,"), fatigue ("fatigue/tiredness"), menstrual disorder ("unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (hydrothermal ablation uterine, dilation and curettage and laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, polyp, urinary tract disorder, allergy to metals, endometriosis, alopecia, migraine, fatigue, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, endometriosis, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, polyp, urinary tract disorder and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy and menometrorrhagia. Concomitant products included ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), endometriosis ("endometriosis,"), alopecia ("hair loss,"), migraine ("migraines,") and fatigue ("fatigue/tiredness"). The patient was treated with surgery (hydrothermal ablation uterine, dilation and curettage). At the time of the report, the genital haemorrhage, polyp, pelvic pain, urinary tract disorder, allergy to metals, endometriosis, alopecia, migraine and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, endometriosis, fatigue, genital haemorrhage, migraine, pelvic pain, polyp and urinary tract disorder to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.